Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints for lot. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that, the lens was not laying correctly in capsule. Additional information has been requested; however, further information has not been received.